Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) was  still having issues with therapy and reported they still feels like they are not emptying properly. Caller stated pt's ins is intended to help with pt's urinary frequency. Caller clarified pt is not getting 50% or greater reduction in symptoms. Reviewed therapy expectations, overview and considerations of changes to make to therapy. Caller stated pt' has not tried increasing stim because they don't know how to. Walked caller and pt through how to connect with ins and how to increase stim. Caller confirmed pt's therapy is on at 1.0v on program 6. Caller increased pt's stimulations to 1.2v and confirmed pt was feeling stim comfortably at 1.2v. Pt will monitor symptoms now that change was made and will follow up with hcp if still not seeing an improvement in symptoms. Caller inquired if this will help pt with the urges to urinate, or if pt will still feel like they have to urinate all the time. Redirected pt to hcp to further discuss symptoms. . The issue was not resolved through troubleshooting.  No further complications were reported/anticipated at this time.